Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm during rewind. The customer's blood glucose was unknown at the time of incident. The customer stated that there were few motor error alarms in the alarm history. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion, prime, or excessive no delivery tests due to the motor error alarm. The motor was tested outside the device and it passed the motor test. The pump was received with a cracked reservoir tube lip.